Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2014 at 1815 hrs., the catheter was inserted into the patient's right radial artery in the cctc. On (B)(6) 2014, the patient presented with a dampened waveform and they could not draw blood. As a result, at 1200 hrs on (B)(6) 2014 the catheter was removed and a new catheter was placed into the patient's left radial artery. There was no delay in treatment and no patient death or complications reported. It was noted the catheter body was kinked when removed.